Event description:
In 2009, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. At approx 11 days later, the patient presented emergently to the hospital with a type iii endoleak. The physician implanted a medtronic 28 aneurx cuff address the endoleak. The endoleak resolved and the patient is doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device involved: pxt261414/06814818.